Event description:
It was reported that patient suffered from starburst and halos with an intraocular lens (iol). The patient's nighttime activity was affected due to the severe starburst. The surgeon followed up symptoms over 2 months and decided to exchange the lens. The iol was explant from the patient's left eye and a non-johnson & johnson lens was used as a replacement. The vision pre-op was far: 0.2 (decimal); vision post-op was far: 0.7 (decimal) near: j3 and no starburst issue reported post lens explant. The patient was reported to be temporarily impaired. There was no delay in treatment reported and no surgical interventions required. No further information was provided.

Manufacturer narrative:
Pt info: unknown/not provided, information was asked but it was not provided. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: jul 29, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with both haptics detached. The lens was cleaned and, no issues that could cause or contribute to halo vision or visual disturbances could be identified. Based on the return condition of the lens no further product evaluation could be performed. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.